Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 400 mg/dl. The customer requested a replacement and was advised that the insulin pump would be replaced. Customer agreed to return the product for analysis.